Event description:
It was reported that during a prostate procedure @ 18 minutes, 48 seconds and 116,627 joules of use, the fiber card was not permitting function. The procedure was completed with a second fiber. Patient outcome: "no patient injury reported".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited mild burnt on detritus. The fiber proximal to fracture rotated independently of metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.